Manufacturer narrative:
The suspect device has been discarded; therefore, a failure analysis is not available and the cause of the reported event is undetermined. A review of the device history record (DHR) for the pertinent lot revealed no anomalies.

Event description:
It was reported to boston scientific corporation in 2007 that a rx needleknife was used during a sphincterotomy procedure (patient age, gender and weight unknown) in 2008. According to the complainant, the needle would not cut. There is no further information regarding the procedure. There were no patient complications reported as a result of this event, and the patient's condition was reported as ok following the procedure.